Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm and no battery out limit anomaly noted during our testing. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received a no delivery alarm. The customer's spouse stated that they were off the insulin pump and reverted to back-up plan. The customer's blood glucose was 68 mg/dl at the time of incident. The customer's spouse was advised to disconnect then reconnect the reservoir and tubing. The customer's spouse stated that the insulin pump alarmed no delivery during manual prime. The insulin pump will be returned for analysis.